Manufacturer narrative:
Device evaluation revealed did not show any malfunction. Issue was caused by the drastic changes in patient's mandible arch after all the extractions and tissue flaps.

Event description:
Doctor used a surgical guide for dental implant surgery. He had trouble seating the guide. After the surgery, he discovered that distal implants were distally angulated and implants placed were not parallel to each other.